Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, needle pull off. It's reported that needle pull off issue during operation. The needle was finally found, but it took additional surgery time and cost. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many needles detached from the suture thread during use on the patient? Did the needle fall into the patient? If yes, was the needle retrieved during the same procedure? Were x-rays taken to locate the needle? What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. How long was the delay? Please specify in minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Did this event contribute to any patient adverse event? If yes, please explain. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.